Event description:
Hosp personnel were attending to a bradycardiac pt. External pacing was initiated, however, reportedly capture could not be obtained. The operator did report observing twitching of the chest muscle in response to the pacing current. A back up pacer was obtained and capture was immediately obtained. The rptr stated there were no adverse effects to the pt as a result of the alleged malfunction.